Event description:
Presented to ER with what was rlq pain. Trapped blood was found in my uterus. Diagnosis or reason for use: bleeding issues. Is the product compounded? No; is the product over-the-counter? No. Event abated after use stopped or dose reduced? No; event reappeared after reintroduction? Yes.